Event description:
It was reported, the patient experienced increased spasticity in lower legs. A critical alarm occurred. The pump was interrogated, the logs checked and it was noted the alarm was due to safe state and the battery reset message occurred. The patient was hospitalized and the pump was replaced on (B)(6) 2014. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver baclofen. Additional information later reported per the pump telemetry, the pump had last been examined on (B)(6) 2014. The pump was previously examined on (B)(6) 2014 and was last changed on (B)(6) 2013. As of (B)(6) 2014, it was noted that the reset occurred-low battery and the pump was in safe state mode. The reservoir volume was 18.8 ml, the elective replacement indicator was 13 months, and the alarm date was (B)(6) 2021. Per the pump telemetry, on (B)(6) 2014, a single bolus of 200 mcg was given over 30 minutes. Additional information later reported the patient was doing very well.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed pump miscellaneous low battery reset-undetermined cause.